Manufacturer narrative:
On (B)(6) 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, mentor received additional information regarding the conditions of the suspected medical devices and replacement devices. The right-sided device was confirmed to be ruptured, and the left-sided device was found to be intact upon explantation. Updated reason for device explant and/or reoperation: suspected rupture the replacement devices are two 325cc mentor smooth round moderate plus profile prostheses (catalog #:3502325, left serial #:(B)(6), right serial #:(B)(6). On 15-apr-2022, it was found that additional information regarding the explantation date was omitted from the previous report. Manufacturer's reference number: (B)(4) initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2022. The relevant field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 360cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The diagnosis was confirmed based on MRI. The patient is scheduled to undergo removal and replacement with unspecified mentor gel breast implants on (B)(6) 2021. This report is for the left-sided prosthesis.